Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported there was blood on the garment. The patient stated he had sensitive skin and reported the irritation could have been caused by the tide detergent. The patient also advised he had eczema. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient's doctor prescribed triamcinolone acetonide ointment and the irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported there was blood on the garment. The patient stated he had sensitive skin and reported the irritation could have been caused by the tide detergent. The patient also advised he had eczema. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient's doctor prescribed triamcinolone acetonide ointment and the irritation improved.